Event description:
External catheter was applied in a.m. Several times during the next 24 hr. Staff were required to untwist the condom to allow the urine to flow freely. About 24 hr. After application, the condom was twisted and the penis was swollen and discolored. Patient was sent to hospital for evaluation and was admitted. This patient is confused and can move about in beddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided. The device was destroyed/disposed of.